Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on 10 feb, leakage was observed; the hcp then replaced mz1000 by a new one, and no abnormal finding was noted.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: one mz1000 sample was received without packaging, however the customer indicates that the affected lot number was 20075057. No connecting products were received to assist the investigation. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the connection to the syringe confirming the customer's experience. A visual inspection identified a crack at the female luer adaptor of the maxzero as the source of the leakage. A review of the production records for lot 20075057 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. From the information provided by the customer it appears that the leakage was identified after approximately three days of infusion; previous investigations have identified that damage of this nature can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available it was not possible to speculate which of these factors were key contributors to the customer's feedback.

Event description:
It was reported while using maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on 10 feb, leakage was observed; the hcp then replaced mz1000 by a new one, and no abnormal finding was noted.